Manufacturer narrative:
Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure may be necessary. Should additional information be received regarding a revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted.

Event description:
It was reported that a patient underwent an irrigation and debridement of a right knee prosthesis as well as a tibial bearing exchange due to unknown reasons.